Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer's blood glucose levels at the time of the incident ranged from 20 to 400 mg/dl. Customer will call back later to complete troubleshooting and functional testing on the insulin pump to determine root cause of high blood glucose levels. Product is not expected to return.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.